Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. The information in the file and 15 pages of medical records was reviewed. It appears the patient was hospitalized from (B)(6) 2017 for a resistant urinary tract infection (e-coli) which progressed to urosepsis (klebsiella) and caused cardiac failure; the hospitalization was complicated by a cerebral vascular accident and respiratory failure. However, there is no documentation to indicate that the hospitalization was related to the patients¿ ccpd treatments or any fresenius device(s). The patient was also hospitalized on (B)(6) 2017 with chronic obstructive pulmonary disease and opted to discontinue renal replacement therapy and entered into hospice care. The patient expired on (B)(6) 2017 as a result of a cardiac arrest, cause unknown. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A peritoneal dialysis nurse reported that a patient expired on (B)(6) 2017. The patient withdrew from peritoneal dialysis therapy prior to death on (B)(6) 2017. The cause of death was cardiac arrest, cause unknown. The patient was not attached to the cycler at time of death.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient expired on (B)(6) 2017. The patient withdrew from peritoneal dialysis therapy prior to death on (B)(6) 2017. The cause of death was cardiac arrest, cause unknown. The patient was not attached to the cycler at time of death.